Manufacturer narrative:
H10: the authorized service provider (asp) evaluated the device and could not confirmed the reported problem. The reported issue was not duplicated by verification performed. Functional test was performed, and no abnormality was observed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it was not confirmed unit did not meet product specifications. The reported issue was not duplicated by verification performed. The device was not being used for treatment when the reported event occurred.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that while performing preventative maintenance, it was observed that that even when the circuit was released, the device did not enter standby mode or there was too much variation in the timing when the device entered standby mode. It was reported there was no patient involvement at the time the issue was discovered.